Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 230 mg/dl. The customer reported noticing air bubbles in the reservoir and tubing of the insulin pump. The customer reported clearing the air bubbles from the insulin pump but the air bubbles appeared again after a few hours. Troubleshooting was done. The customer was advised that rewinding the insulin pump with a reservoir in place will create air bubbles. The customer reported that the insulin pump was not rewound with a reservoir in place. The customer was advised that insulin should be stored at room temperature to prevent gassing out when it warms in the pump. The customer reported that insulin was stored at room temperature. No additional information was provided.